Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to unwanted variation in stimulation. During the procedure, the lead was replaced with a new one as the physician believed that the new lead would provide more stable stimulation. No device malfunction was suspected. The issue was resolved and the patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm model #: sc-4316, lot #: 15320267, description: next generation anchor kit-sterile.